Event description:
During a lap cholecystectomy procedure, they received a solid tone and the pad on the disposable was burnt off. The case was completed with a different handpiece and disposable. No patient consequence was reported.